Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit for quick coupling was broken because of high force during cleaning. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or device was used for treatment, not diagnosis. Additional common device names: erl and hbe. The lot number reported was 0123 the returned lot was f-13702. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device by the complaint handling unit revealed the complained drill bit shows that the instrument is broken. Only the proximal half was returned, the second half with edges and distal tip is missing. Investigation of documentation for manufacturing and material shows that the instrument was produced in 2012 to print specifications. No failure in material or manufacturing could be detected. The report stated clearly that the damage happened in the cleaning procedure because of high force. Therefore the instrument was exposed to parameter outside approved range if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.